Event description:
Elevated toilet seat bracket came off after screw popped out of bracket; to avoid falling the pt grabbed on with left hand to the sink handle and right elbow fell into the sink with all pressure falling on right leg (leg that had surgery). Complained of arm pain after incident; x-rays completed with no fracture found. The problem described has also been experienced by a hospital employee who had a family member at home who used the same make & model. However, this claim is not documented as the one above.